Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the connection site between the homechoice cassette and solution bag. This issue was observed during an unspecified process step during peritoneal dialysis (pd) therapy. It was further reported that there was a loose connection between the connector of the homechoice cassette and the solution bag which resulted in leak. The patient stopped the pd therapy with the homechoice cycler and completed therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.